Event description:
Customer reported the system displayed an interlock error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and adjusted the battery charger. System operates as intended.